Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Staff have indicated a 32/54 liner trial will no longer screw into the trial shell during surgery as the threads are stripped. This instrument requires replacement as it is no longer usable due to wear and tear. This occurred intra op but surgery was completed successfully with no delays or patient issues. No further information is available. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes.